Event description:
Affordable dentures, a national company, specializing in dentures, has made me a set of dentures, that are dysfunctional - can't eat with them. Cannot even wear them without pain. They say I need a soft liner. I've worn dentures for 53 years, without liners or adhesives. I have now received a letter from affordable dentures for me to come in, for implants, to secure my loose lower denture. I have already gone to another dentist, who has made me a set of dentures, that are functional - I can eat popcorn, corn on the cob, snicker bars, peanut m&m's, salad, cole slaw, nothing seems to be unedible. No liners, no adhesives. I submit this is standard operation procedure for affordable dentures. I submit they are providing substandard dentures, on a national scale. Then they want to sell liners, every two months, implants, and other accessorial services, instead of providing functional dentures. Not only did they provide me with substandard dentures, according to my current dentist, they gave me immediate dentures-temporary dentures - instead of permanent dentures I indicated I wanted. In 52 years of wearing dentures, I have never had temporary dentures, I didn't even know such thing existed. Several times for adjustments, that never worked. Dates of use: 2007. Diagnosis or reason for use: no teeth. Event abated after use stopped or dose reduced: yes. Event reappeared after reintroduction: yes.